Event description:
It was reported: "placement of proplege into coronary sinus ostium under deep 4 chamber echo view and fluoro. Echo appeared to show catheter advancing to coronary sinus ostium. Switched to live fluoro to shoot non occlusive venogram which did not reveal sinus. Attempted to manipulate catheter with some flex and slight torque which have better curve on fluoro .... More in line with what one would expect to see of normal coronary sinus anatomy. When more non occlusive contrast was given a small amount of dye stain remained on live fluoro. While vitals where stable, decision was made to abandon mini avr. No significant blood loss notice upon opening the pericardium. Open procedure progressing well at this point and I will update if more info is given. Device not being returned." The surgeon reports that there was no perforation; rather, just a bruise. No repair or stitch needed for the bruise.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The device was discarded at the hospital. Injuries to the coronary sinus are listed as a potential complication in the product IFU. The IFU further notes: warning: if resistance is met, stop and re-evaluate proplege device position. The proplege device should not be advanced if resistance is felt, as doing so would cause the proplege device to bend or buckle. Aggressive advancement in an attempt to engage the ostium may result in perforation or other injury. Warning: continuously monitor the pressure at the tip of the catheter. A pressure change that indicates the catheter has entered the right ventricle should be noted. Do not advance the catheter further if the tip is in the right ventricle as perforation or other injury can occur. Warning: guidewire should only be used with fluoroscopy to avoid coronary sinus injury. Warning: aggressive advancement of the guidewire in an attempt to engage the ostium may result in perforation or other injury. No device malfunction is indicated in the report and the events reported are included in the labeling. No actions are needed at this time. This type of event is a known potential complication and/or adverse event, is included in the labeling/training materials, and in the information we provide to help avoid the issue. All labeling and training appropriately address the risk. Manufacturing records were review and no related non conformances found. Trends will continue to be monitored through the use of edwards quality systems.